Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient used her first device for about 6 months after it was implanted in 2000 and she hated it. She stopped using it because she did not like it when she sat down with stimulation on and it would just go ¿berserk¿. The stimulation was painful and too high. The patient¿s implantable neurostimulator battery is depleted because she turned her implant off around 2004 because she would be overstimulated when she sits or lies down, and the vibration hurt her back. The patient had been experiencing increased intensity and frequency of back pain. The patient had been taking methadone, but then stopped taking it because she was told that it damages the heart. Since she hadn¿t been using the methadone, she was in a lot of pain, and wanted something that can relieve her pain. Additional information received from a health care provider on 2012-dec-02 indicated that the health care provider was going to evaluated surgery to replace the implantable neurostimulator with a pressure sensitive model. The device was replaced in 2013. There were no further complications reported or anticipated.